Event description:
It was reported that about a week and a half ago, they noticed their therapy was off and they saw an error message on their handset that said to call medtronic. The caller was unsure of the error code they received for pss to review. Patient service specialist asked if patient forgot to charge their implant and patient said they did at one point. Patient stated they had not had therapy on for about month , but they charge the implant about every two weeks. Patient confirmed they were not having a return of symptoms. The circumstances that led to the reported issue were asked but unknown. During the call, patient was able to connect the wireless recharger to the implant and the handset. The caller stated that the implant was at 75% and therapy was still currently off. Pss then had the caller connect to the dbs therapy app and resume therapy. When the caller resumed therapy they states that it feels funny. The patient mentioned that they were having a hard time adjusting therapy , but were able to adjust the therapy down from 2.6 (right ) and 1.3 ( left) to feel more comfortable. Pss advised the caller to monitor the implant before and after each charging session , and advised the caller that they may need to charge more frequently.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10: product ID a620 (serial: unknown); product type: 0216-software; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.